Event description:
Additional information received from the patient reported that she still needed a manufacturer representative to help her to really know the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0f1t7, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a "hit and run stroke" on (B)(6) 2015 and now had atrial fibrillation. The patient was in the hospital for their heart for a week in (B)(6) 2015 and had to turn the ins off for some test. Following being in the hospital, the patient realized they didn't feel stimulation. The patient programmer (pp) was not connecting with the implantable neurostimulator (ins). The patient tried to sync, but was getting an icon on the screen. The patient unplugged the antenna and plugged it back in but was still not able to sync. Also, they took the batteries out and put them back in. The patient was getting a low battery icon on the screen. They planned to replace the batteries to see if they would be able to sync. The patient was not able to turn the ins back on with the pp on (B)(6) 2015. The patient also experienced a loss of change of therapy in (B)(6). The patient had not had medication for the bladder infection yet and would be getting some tomorrow. The patient had severe pain in the bladder area. The patient checked the ins on (B)(6) 2015 and verified stimulation was on at 0.3v on program 4. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.